Event description:
Healthcare professional reported "patient who had implant removal due to reoccurring infections". This record is for right side. The device status is unknown.

Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been determined that the device associated with this complaint is a non-abbvie device." This record is no longer reportable to FDA and will be un-reported.